Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the physician noticed the marker bands were malpositioned on the stent. The lesion was located in the proximal circumflex (cx). The vessel size was 3.50mm. Prior to the beginning of the procedure, the pt was administered sodium bicarbonate, heparin, valium and lidocaine. The right femoral artery (rfa) was cannulated with a 6 french introducer sheath. A 6 french jr4 guide catheter was inserted through the sheath over-the-wire (otw), the wire was removed and left coronary artery (lca) angiograms were performed in the multiple angles. A 6 french jr4 guide catheter was inserted through the sheath otw. The wire was removed and right coronary artery (rca) angiograms were performed in multiples angles. Arteriograms of the saphenous vein graft (svg) bypass were performed using a jr4 catheter (the svg-rca and left internal mammary (lima) grafts were visualized). A pigtail catheter was introduced over a 0.035 - 3.0mm j wire in the left ventricle. Benadryl was administered to the pt. Post left ventriculatographic pressure was measured followed by a measurement for a gradient across the aortic valve using a pull back technique. The pigtail was removed. Heparin was administered to the pt. A 6 french jl4sh guide catheter was introduced into a 6 french sheath over a 3.0mm j wire. The wire was removed and the catheter was placed into the cx. An angiographic view of the cx was performed. A choice ex support 182 cm guide wire was advanced past the lesion site, which was confirmed by angiographic view. Integrilin and heparin were administered to the pt. A quantum 2.5x20.0mm balloon was advanced otw to the lesion site and the balloon was inflated at 12 atms for 30 seconds. A taxus express2 3.50x20.0mm drug eluting stent (des) was advanced but the stent was not deployed because the physician felt as though the marker bands on the stent were longer than the balloon bands. It was the physician's opinion that the bands were malpositioned but the stent was probably still the correct size that it was labeled. The stent delivery sysytem (sds) was removed the physician advanced a new taxus express2 3.50x16.0mm des to the lesion site. Again, integrilin was administered to the pt. The stent dilated at 12 atms for 45 seconds and successfully implanted. Next, a quantum 3.50x15.0mm balloon was introduced through the guide catheter otw to the lesion site. The pt complaint of chest pain. The balloon was inflated at 15 atms for 30 seconds to post-dilate the stent. A right femoral angiogram was performed for placement of the closure device. A 6 french angioseal device was used to close the puncture site. The pt was administered nitroglycerin after the procedure was completed. There were no pt complications.

Manufacturer narrative:
The device has been received for analysis, but the additional testing is not complete at this time.